Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/09/2021.

Manufacturer narrative:
Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on unspecified dates "in the last several months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia automated pd sets with cassette had the patient line green caps that came off. It was further described as the "caps floating inside their overpouch, off of the line". This was observed during unspecified process steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.